Event description:
It was reported that the "jaw" of the instrument could not close anymore. Although the instrument was used intraoperatively, no patient complications were reported.

Manufacturer narrative:
(B) (4): the upper jaw is cracked and bent from the pivot pin forward. The location, direction, and amount of force required in order induce fracture and/or breakage of the shaft is consistent with application of excessive force, resulting in the foregoing event. The observations are consistent with misuse, resulting in the foregoing event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.